Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intrathecal catheter was inadvertently cut during "laminoforaminotomies" at l3-4 on (B)(6) 2011 and repaired with pin from revision kit. No signs or symptoms were reported. The severity was defined as moderate. The pt resolved without sequelae.